Manufacturer narrative:
The reported event was unconfirmed. 52 orange latex intermittent catheters. All the catheters contained coude curves. The reported event was not considered to be a product failure, as specifications stated "accept any curve unless catheter is completely straight.". A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 51 catheters were unusable because the curved tips were too curved, which made their use excruciatingly painful. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that 51 catheters were unusable because the curved tips were too curved, which made their use excruciatingly painful. No medical intervention was reported.